Event description:
The customer returned the product for unit displayed an air in line error, during device evaluation, a detached downstream occlusion (dso) seal was found. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services. The customer issue was confirmed, and software was updated. Visual inspection was performed, and a detached downstream occlusion (dso) seal was found. The dso seal was replaced. The device passed all tests after the repairs.